Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool jaws. Though the complainant reported that no patient was involved, evidence of blood was observed on the heater wire of the hot jaw. The silicone insulation appeared intact without signs of cracks nor delamination. Microscopic inspection showed the heater wire to be slightly bent and flexed away at the center but remained attached at the tip and at the base. Although the hospital reported that no patient was involved, evidence of charred tissues were found on the heater wire and on the jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The handle was opened to evaluate the internal components. No residue or contamination was seen on the switch. We were unable to observe any electrical issues. Based on the returned condition of the device and the results of evaluation, the reported failure mode ¿self activation or keying¿ was not confirmed. The analyzed failure mode "bent wire" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro would activate on its own without being done manually. This has happened a few times there lately and they have discovered that when they switched power cords, it worked fine. Two hemopro devices failed in this case and the third one they opened worked fine after they changed cords.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro would activate on its own without being done manually. This has happened a few times there lately and they have discovered that when they switched power cords, it worked fine. Two hemopro devices failed in this case and the third one they opened worked fine after they changed cords.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro would activate on its own without being done manually. This has happened a few times there lately and they have discovered that when they switched power cords, it worked fine. Two hemopro devices failed in this case and the third one they opened worked fine after they changed cords.

Manufacturer narrative:
(B)(4).